Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a patient who had a procedure more than six months ago, presented with a metal piece on the iris. A procedure was performed on (B)(6) 2017 to have it removed from the iris. There was no harm to the patient. The sample is available. No additional information is expected.

Manufacturer narrative:
No phaco tip was returned for evaluation for the report of a metal like foreign material present on the iris for a patient that had surgery six month previously; therefore, the condition of the phaco tip could not be verified. The foreign material removed from the additional surgery and has been sent back for analysis. Photos of the particulate were provided. A review of the photos provided by the customer was performed. Photo 1 - shows a particle that has been collected on a filter. The particle cannot be identified. Photo 2 - shows a picture of the eye, with what appears to be a piece of foreign material present in the eye. Photo 3 ¿ shows a picture of 300 magnification of a metal fragment. Photo 4 ¿ shows multiple pictures of the metal fragment with slightly different lighting. The particle sent back was visually inspected. The particle appears to be a metal particle. The particle was sent to the particulate laboratory for analysis. The analysis indicates the particle to have a composition similar to the titanium alloy used to manufacture a phaco tip. The complaint does confirm the presence of a metal particle that the customer indicates was removed from the eye. The particle analysis points to a phaco tip or another titanium device as the most likely source for the particle. The root cause for how a particle was generated cannot be determined based on not knowing the source of the particle. A metal particle can be generated from a phaco tip if the tip is being reused. A particle can also be generated from a phaco tip if it is hit with another metal device during surgery. No specific action with regard to this complaint was taken by the manufacturing facility because the root cause for how the metal particle was generated cannot be determined from the evaluation. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
Additional information from the surgeon was received. He reported that it seem a high possibility that a foreign material entered the eye during the initial surgery which was performed (B)(6) 2016. In a surgical video, a foreign material was clearly conformed during ultrasound. The foreign body was 1mm or less and silver in color (metal-like). Three months postoperative visit, foreign material such as metal particle was observed adhered to the iris during a procedure.